Event description:
Literature was reviewed regarding: the clinical outcomes of percutaneous transcatheter release of stuck mechanical mitral valve with petros percutaneous transcatheter release of stuck mechanical valve (petros) with cerebral embolic protection (cep). The time frame of this study was: from 2020 to 2023 multiple manufacturer¿s devices were used in the study population, which included medtronic spiderfx embolic protection device used in each ica through the right and left common femoral arteries. The cep was only partial asthe vertebral arteries were not protected. An interventional radiologist was on call to intervene in case of vertebral artery embolism but was never required. N 8.33% (n=2) due to radiolucent leaflets. The filters showed debris in the right internal carotid artery (2.50%; n=3), left internal carotid artery (4.20%; n=1), and both filters (4.20%; n=1). No debris was found in 79.20% (n=19) of cases. Patient adverse events included: stroke and recurrence of stuck valve with reintervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature reference: doi: 10.1161/circinterventions.124.01404. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.